Event description:
Rptr had delayed cancer detection from silicone breast implants. She had 5 cancerous tumors ranging from .5 cm to 2 cm which never showed up on repeated mammograms. Two sets of mammograms and a xeromammogram done within 10 days of each other did not reveal the tumors. She has had removal of her breasts & ovaries, radiation, chemotherapy and a bone marrow transplant to save her life. She also has atypical neurological disease, lupus erythematosus, & liver problems from residual silicone left in her body. She had a second mastectomy 2 years later for removal of residual silicone and had to be put on gammaglobulin IV's every two weeks because her immune system was so destroyed from silicone. Total medical cost in the lst 5 years is $368,000. Her medical diagnosis confirmed at three medical schools concerning the delayed cancer detection and the silicone gel, tissue expanders and the lupus and atypical neurological disease. She has many serious problems from the implants. She has difficulty in walking, short term memory loss, and is 100% disabled on social security medical disability. All three nurses who worked in the dr's office, when she worked there in 1975 had their implants rupture and all three have silicone related diseases. (Also see 1008399,1008400.)